Event description:
It was reported there was a delayed response on analyzer. The analyzer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported delayed response from analyzer; analysis found the connector pins were damaged. Concomitant medical products: product ID 2067 radio frequency head. (B)(4).